Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty walking and was receiving physical therapy for this issue approximately one month following implant. The patient has a history of requiring a cane to assist with ambulation due to right leg pain. It was also reported the patient had fallen a few times during physical therapy. On (B)(6) 2011, the implanting physician performed an additional laminotomy advising that the area was too narrow for the surgical lead that was implanted on (B)(6) 2011. The patient was admitted to a rehabilitation facility to receive inpatient physical therapy due to weakness in his legs. Stimulation was not being used at that time. Follow up information revealed the patient experienced muscle spasms during a reprogramming session; however, reprogramming was able to recapture effective stimulation without spasms.